Event description:
It was reported to philips that the co2 wont calibrate. There was no patient involvement. Per the philips remote service engineer (rse) no service and or technical support has been provided to the customer due to end of support status of the device. Per the philips remote service engineer (rse) no service and or technical support has been provided to the customer due to end of support status of the device. The customer is aware of the end of life terms and the device remains at the customer site.